Manufacturer narrative:
Findings: button error alarm and no esc and act button response due to flattened button dome switch. No frozen screen noted. Unable to verify for operating currents including low battery, off no power or battery out of limit alarm due to no act button response. Pump received with minor scratched display window and cracked reservoir tube lip. No moisture damage inside pump.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 300 mg/dl at the time of the call. The customer stated that there is fluid under the lcd screen. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer